Event description:
It was reported a screw which held the powered wheelchair joystick in position dislodged from it's position. When the patient attempted to manuever the wheelchair via the joystick, the joystick moved backwards and was wedged under the wheelchair tray. The powered wheelchair sped forward and hit a bystander and trapped her between the wheelchair and another object. The wheelchair continued to drive into the bystander while she was trapped. Five other nearby bystanders were reportedly able to stop the powered wheelchair. The bystander sustained severe bruising to and swelling of her leg and back pain resulting from the initial and repeated impacts. The bystander underwent an emergent ultrasound the next day to rule out any blood clots. She was prescribed rest and pain killers. Approximately 9 weeks later, the bystander reported on-going pain in her leg and back. In addition, the bystander reported a numbness in parts of her legs.